Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for atrial flutter (af). No abnormalities was noted during preparation of the sheath. During the procedure once the sheath was inserted into the left atrium the sheath was suctioned and no defected were noted. After insertion of 31 mm catheter, to avoid bubbles another suction was performed. However, bubbles were continually rising, as per the physician opinion there was no guarantee theta the valve was watertight. So, the sheath was replaced (tw # (B)(4)) with another same model device, however same issue of visible air was noted when suction was performed after insertion of catheter 31 mm. Thus now again the sheath with third sheath of same model, no signs of any damage was noted. But once the physician inserted the sheath into left atrium, the orange knob got detached and remain on the physician hand. As it was the third sheath for the same patient before even the starting the treatment, the physician decided to proceed with the procedure by holding the button that was broken the procedure was completed successfully with the third sheath. No patient complication was reported. The device is expected to be return for analysis.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves. Inspection of the hemostatic valves found the components deformed and caused by prolonged insertion of the dilator. The complaint summary did not provide information on the condition of the returned sheath or its native dilator, suggesting that the dilator must have been inserted during storage or transportation.

Event description:
It was reported that faradrive steerable sheath clear was selected for atrial flutter (af). During the procedure once the sheath was inserted into the left atrium the sheath was suctioned and no defected were noted. After insertion of 31 mm catheter, to avoid bubbles another suction was performed. However bubbles were continually rising, as per the physician opinion there was no guarantee theta the valve was watertight. So the sheath was replaced with another same model device, however same issue of visible air was noted when suction was performed after insertion of catheter 31 mm. Thus now again the sheath with third sheath of same model, no signs of any damage was noted. But once the physician inserted the sheath into left atrium, the orange knob got detached and remain on the physician hand. As it was the third sheath for the same patient before even the starting the treatment, the physician decided to to proceed with the procedure by holding the button that was broken the procedure was completed successfully with the third sheath. No patient complication was reported. The device is expected to be return for analysis. It was further reported that it was mentioned that no abnormalities was noted during preparation of the sheath. Farawave catheter was inside the sheath when the air was noted. No air were seen in the patient. It was also mentioned that the valve was leaking.

Manufacturer narrative:
Correction to remove code a050401: fluid/blood leak. Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves. Inspection of the hemostatic valves found the components deformed and caused by prolonged insertion of the dilator. The complaint summary did not provide information on the condition of the returned sheath or its native dilator, suggesting that the dilator must have been inserted during storage or transportation.

Event description:
It was reported that faradrive steerable sheath clear was selected for atrial flutter (af). During the procedure once the sheath was inserted into the left atrium the sheath was suctioned and no defected were noted. After insertion of 31 mm catheter, to avoid bubbles another suction was performed. However bubbles were continually rising, as per the physician opinion there was no guarantee theta the valve was watertight. So the sheath was replaced with another same model device, however same issue of visible air was noted when suction was performed after insertion of catheter 31 mm. Thus now again the sheath with third sheath of same model, no signs of any damage was noted. But once the physician inserted the sheath into left atrium, the orange knob got detached and remain on the physician hand. As it was the third sheath for the same patient before even the starting the treatment, the physician decided to proceed with the procedure by holding the button that was broken the procedure was completed successfully with the third sheath. No patient complication was reported. The device is expected to be return for analysis. It was further reported that it was mentioned that no abnormalities was noted during preparation of the sheath. Farawave catheter was inside the sheath when the air was noted. No air were seen in the patient. It was also mentioned that the valve was leaking. On july 11, 2025: response received- it was confirmed that during suction when the catheter was introduced into the sheath, air bubbles were noted into the suction syringe and air entered through the valve. Tracking number information attached. On july 4, 2025: response received- it was mentioned that no abnormalities was noted during preparation of the sheath. Farawave catheter was inside the sheath when the air was noted. No air were seen in the patient. It was also mentioned that the valve was leaking.

Manufacturer narrative:
Update to describe event or problem.

Event description:
It was reported that faradrive steerable sheath clear was selected for atrial flutter (af). During the procedure once the sheath was inserted into the left atrium the sheath was suctioned and no defected were noted. After insertion of 31 mm catheter, to avoid bubbles another suction was performed. However bubbles were continually rising, as per the physician opinion there was no guarantee theta the valve was watertight. So the sheath was replaced with another same model device, however same issue of visible air was noted when suction was performed after insertion of catheter 31 mm. Thus now again the sheath with third sheath of same model, no signs of any damage was noted. But once the physician inserted the sheath into left atrium, the orange knob got detached and remain on the physician hand. As it was the third sheath for the same patient before even the starting the treatment, the physician decided to proceed with the procedure by holding the button that was broken the procedure was completed successfully with the third sheath. No patient complication was reported. The device is expected to be return for analysis. It was further reported that it was mentioned that no abnormalities was noted during preparation of the sheath. Farawave catheter was inside the sheath when the air was noted. No air were seen in the patient. It was also mentioned that the valve was leaking. 11jul2025: response received- it was confirmed that during suction when the catheter was introduced into the sheath, air bubbles were noted into the suction syringe and air entered through the valve. Tracking number information attached. 04jul2025: response received- it was mentioned that no abnormalities was noted during preparation of the sheath. Farawave catheter was inside the sheath when the air was noted. No air were seen in the patient. It was also mentioned that the valve was leaking.